Manufacturer narrative:
Consumer stated they experienced a chipped tooth.

Event description:
Consumer called stating that they experienced a chipped tooth while using the sonicare 2-series power toothbrush. No medical attention was sought.